Event description:
It was reported that the user experienced hyperglycemia after disconnecting to shower and reconnecting, with blood glucose rising to over 400 mg/dl for approximately two to three hours despite recent supply changes; the user employs a contact detach infusion set (6 mm, 23 in), and troubleshooting included confirming drops during tubing fill, disconnecting from the site, and performing a site change on a different body area, after which insulin delivery was resumed and glucose levels decreased. Symptoms included dizziness, nausea, and stomachache. Outcomes included no need for outside assistance and no medical intervention. Investigation included user coaching on infusion set replacement and line priming verification. Investigation of this case revealed that the specific cause of hyperglycemia was unclear, as the removed cannula and site showed no visible damage and delivery resumed with a new site. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.